Manufacturer narrative:
(B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported pain at the implantable neurostimulator (ins) site. It was unknown what led to the event. The rep had the patient shut off the ins for a day and the pain resolved. Then the patient turned the ins back on and the pain immediately returned. There was suspect fluid in the ins block. The rep recommended the patient to follow-up with the healthcare provider (hcp). At the time of the report, the issue was not resolved. It was unknown if surgical intervention occurred as the hcp would need to device for surgery or not. Relevant medical history included spinal pain. No causes, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.